Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: a review of the pump black box data showed only alarms associated with normal usage. No communication alarms were observed in black box or alarm history. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with a 1 unit per hour basal program. No call service alarms occurred. The complaint of a call service alarm issue was not duplicated during investigation. There was no defect found. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted communication call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.